Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit doesnot connect to power because of faulty power cord. There were no patient harm/injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1- event site telephone number, g1, g3, g6, h2, h3, h6-(types of investigation, investigation finding, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and troubleshooting performed, replacement of winder roller with power cord, functional and diagnostic tests. Repair completed. Functional tests performed with positive outcome.